Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked. Imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was to be implanted to the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the naviflex inner sheath moved even in locked mode. In the process of taking the stent out of the body, the stent was bent. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device codes has been corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was to be implanted to the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the naviflex inner sheath moved even in locked mode. In the process of taking the stent out of the body, the stent was bent. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.